Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 415 mg/dl. Customer stated that the blood glucose was too high for the pump to accept as it cannot display readings over 400 mg/dl. She had turned off auto mode when she was unable to calibrate but could not get it to transition after turning everything back on. She declined to troubleshoot the pump for the high blood glucose. She has 9.8 u currently active from a bolus about an hour and a half ago. Customer advised to give it time and test after her blood glucose comes back in range. The insulin pump will not be returned for analysis.